Event description:
Clinical trial. It was reported that 115 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a tvr (target vessel reintervention). The index procedure identified one de novo, 2.4x15mm, 75% stenosed target lesion in the distal rca (right coronary artery). The lesion was predilated with a guidant voyager 2x20mm balloon and a taxus liberte 2.25x20mm drug eluting stent was deployed at 14atm resulting in 0% residual stenosis. The patient was discharged the following day on asa and plavix with symptoms of unstable angina. The patient returned 115 days following the index procedure and a 50% stenosis of the distal rca was found and diagnosed as focal in-stent restenosis. The re-stenosis was treated with balloon angioplasty resulting in 10% residual stenosis. The patient was reported to be taking asa and plavix at the time of the event. The event was reported as "definitely" related to the study device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.